Event description:
It was reported that an error code appeared during device interrogation. The error resulted in kicking the user out of the programmer when printing of initial interrogation was attempted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.